Event description:
It was reported through a news journal article that a patient underwent a laparoscopic total abdominal hysterectomy involving uterine morcellation on an unknown date. It was determined post procedure that the patient had an iatrogenic stage IV leiomyosacaroma. The investigation of the this event is ongoing. At this time it is not confirmed that the actual device involved in this event is an ethicon morcellator.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was an in fact an ethicon morcellator. The event investigation is ongoing.

Manufacturer narrative:
(B)(4). It was reported that the patient had myxoid uterine leiomyosarcoma and expired on (B)(6) 2013.